Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse identified a failure of the control panel processor assembly. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system wasn't booting and the c-arm display was not working correctly. Fse determined the cause of the problem to be a faulty control panel processor. The control panel processor reads inputs from the control panels and sends some display information to the display. It communicates to the backplane which distributes power and control signals to many pcbs. A loss of communication with the control panel processor can cause the display to not work and can cause no boots. Fse replaced the faulty control panel processor to restore system functions. Based on the age of this system (last manufactured in 2006), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.